Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments had been made. The recipient has healed and resumed device use. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A CT scan confirmed migration. The recipient reportedly underwent repositioning surgery for electrode migration on (B)(6) 2025. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.